Event description:
Subsequent to the initial report being filed it was reported that the filter was not able to be retrieved; therefore, the filter was aspirated to be removed. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported retraction problem was unable to be confirmed as it was based on circumstances of the procedure due to interaction with the atherectomy device. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the reported information, and evaluation of the returned unit, it is likely that interaction between the atherectomy device with the proximal end of the filter assembly caused the filter and barewire to become fused together. Further attempts to free the atherectomy device resulted in the barewire becoming kinked and the tip coils to become stretched. As a result unexpected medical intervention was required by cutting the barewire and advancing a 7f sheath to recover the filter. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 2017 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 2017 - incorrect removal the barewire workhorse device referenced in b5 is/are filed under separate medwatch report number(s).

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the right superficial femoral artery (sfa) with mild calcification. An emboshield nav6 embolic protection system (eps) was placed in the mid popliteal on a 315cm barewire workhorse guide wire. A check shot was performed and the filter was noted to be clogged. The filter was not able to be retrieved; therefore, the filter was aspirated to be removed. An atherectomy device was advanced in an attempt to aspirate the clot. It was observed that the atherectomy device made contact with the proximal marker of the filter before it was taken back up. At this point, a grinding noise was heard and the atherectomy device was fused with barewire. The atherectomy device was pulled back in quick succession to unstick the devices, but was unsuccessful. The atherectomy device was broken open in an attempt to pull the device back from the barewire, but was unsuccessful. The atherectomy device was then pulled strongly and the barewire became unstuck, but was kinked proximal to the atherectomy device, preventing the atherectomy device from being removed from the barewire. The barewire was then cut and a doc was used to extend the barewire before the atherectomy device was then removed. A 7f sheath was advanced over the barewire to the filter, the clot was aspirated, and the filter was removed. After removal, it was noted that the barewire coils were damaged, 10cm from the tip. There was no adverse patient sequela. No additional information was provided.